Event description:
It was reported that the patient experienced a hematoma at the pocket site and presented at the catherization laboratory. The pocket was revised. The patient was in stable condition before, during, and after the procedure.